Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was documented that customer had to restart insulin pump to complete rewind. Customer changed batteries frequently and experienced unexplained no delivery alarms. No further information provided.